Event description:
Additional information received reported the cause of the event was unknown. An x-ray was performed 2 weeks prior to this reported and it was noted, the patient's leads were "intact." Reprogramming was performed 5 days prior to this report. It was reported, the patient experienced loss of stimulation. The patient did not require hospitalization due to the event. Additional information received reported, the patient was "much happier" following reprogramming. It was noted, her rate was at 80 and was dropped to 40 which the patient liked "better." Impedances were checked and found to be within range. The patient was receiving effective therapy when she left the office.

Event description:
It was reported that starting two weeks prior to the date of this report, the patient had been experiencing overstimulation in both legs. The stimulation was "vibrating like crazy all the time" and was "coming on constantly." The patient started taking medication for restless legs, because her legs moved so much at night and were bothering her. No known accident or incident was reported as related to this complaint. The patient programmer was used to decrease the amplitude. It was noted that changing the right leg programming was helping. It was also reported that the patient was charging more than expected: the patient was charging once every "three days or so" instead of 7-8 as before. The patient usually charged the battery when it reached 25%. On the date of this report the battery was at 75% and the patient charged 3 days ago to full. The patient had an appointment with a health care provider on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).